Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient returned with severe abdominal pain. The patient underwent a re-operation on (B)(6) 2013. During the procedure, mesh that was adhered to bowel and omentum was removed. Additional information was requested.